Event description:
It was reported that the pt was hospitalized for hypoglycemia. It was also reported that the pt primed the pump while attached to the infusion set and the pump delivered the cartridge contents during the load step.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged solder connection to one of the force sensor pins. The distributor reported that the pt primed the pump while attached to the infusion set and the pump delivered insulin during the load cartridge step. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.